Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and additional information from the customer. Updated fields: g4, h6, h11. The device was not returned to olympus for evaluation. The device was evaluated on site where a black foreign object like microscopic rubber was observed. Based on the results of the investigation, it is possible that it was caused by part of the disinfectant hose peeling off due to deterioration over time, but from the information obtained, the cause of the residual foreign matter could not be identified. Concerning the water filter replacement; it may be due to the fact that the user did not peruse the instruction manual and had insufficient knowledge of the equipment. The definitive root cause of the reported issues could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer provided additional information that the user did not replace the water filter according to the manual at least once a month.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that black foreign material was found in the reprocessing basin of the endoscope reprocessor. The issue occurred during reprocessing. There was no patient involvement.